Event description:
It was reported that the defibrillator had a system error. There was reportedly no patient involvement.

Manufacturer narrative:
This report was determined to be a duplicate of manufacturer report number 1218950-2020-00608.